Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 23oct2023, the patient developed melena and visited the emergency room on (B)(6) 2023. Blood test was performed, and the hemoglobin was observed to be 9.0mg/dl, which was lower than the previous test of 13.8mg/dl. The patient was observed in the intensive care unit (ICU) while treatment was being maintained. Blood transfusion, esophagogastroduodenoscopy (egd), and colonoscopy were performed. Although no lesions showing an active bleeding were seen on the egd, duodenal oozing bleeding was thought to present. The bleeding resolved without sequalae on (B)(6) 2023.